Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317700 model: sc-2317-70 serial: (B)(6) batch: 5026577. Product family: scs-ipg-r upn: m365sc11600 model: sc-1160 serial: (B)(6) batch: 342492.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to high impedances. The patient underwent a spinal cord stimulator (scs) replacement procedure and the patient was doing well postoperatively. The explanted devices were not returned as they were kept by the medical facility.